Manufacturer narrative:
(B)(4).

Event description:
The pt had 2 implantable neurostimulator systems removed due to infection (reference mfg report #s 3004209178-2010-05527 and 3004209178-2010-05528). The pt was reimplanted approximately 5 months later. At a post operative visit, the pt had a high fever and drainage at the implant incision site. Antibiotics were administered. The pt had a second post operative visit on (B)(6) 2010. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.